Manufacturer narrative:
(B)(4). (B)(6). Device manufacture date: october 27, 2015- october 28, 2015. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Microscopic visual inspection was performed and revealed that the bladder was ruptured. The reported condition was verified. The cause of the condition could not be determined. An ncr has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the inner balloon of a small volume intermate device burst after filling. The total volume of solution was 100ml. There was no patient involvement. No additional information is available.